Event description:
It was reported to nova biomedical that a consumer went to the emergency room after receiving erratic readings throughout the day on her blood glucose meter. During the call to customer support, it was revealed that the consumer does not control solution test before using their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.